Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported that they have been having problems with their therapy for about 2 years. Patient stated that their therapy was zapping them a lot and shocking them. The patient stated they stopped using their implant due to being shocked. They met with a manufacturer representative (rep) who removed adaptive stim and other adjustments to help resolve the issue. Patient noted that even now if they cough or sneeze or if they push to that zaps them or any kind of pressure they are being zapped or shocked by the stimulator. The patient was redirected to their healthcare provider to further address the issue. Patient mentioned while they are not using the implant they rely on pain pills and injections.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.